Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that a balloon rupture occurred. The 75% stenosed target lesion was an area of in-stent restenosis (isr) located in the moderately tortuous and moderately calcified right coronary artery (rca) proximal. A 15mmx3.50mm wolverine cutting balloon monorail was selected for percutaneous coronary intervention (pci). During the procedure, an initial inflation was performed at 6atm. Inflation was tried to perform at 10atm during the second inflation when the balloon ruptured at 8 atm. The procedure was completed with a different device. There was no patient injury.